Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized due to heart failure. The cause of death was heart failure. The caller stated that the customer had heart disease that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing in early 2009. The customer was not using sensors. The caller mentioned the pump had failed previously and the customer had to go to the hospital. The caller declined to return the insulin pump for analysis.